Event description:
It was reported that cartridge was not fully snapped into pump while pump case was in place. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, inspected pump and pneumatic tap, removed loose o-ring and cleaned area, confirmed cartridge o-ring was in place and undamaged, then reloaded original cartridge and successfully resumed insulin therapy following instructions from technical support.